Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and would not fire. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Lockout broken,returned empty. The instrument was returned empty and with the lockout mechanism fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. However, a possible cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument has a yellow indicator that appears on the top of the clear component located at the distal end as a reference for the user as to the quantity of clips remaining. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution.